Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00445. A physician reported a certas valve (ID (B)(4)) was implanted via l-p shunt 5 years ago (unknown date) with unknown setting. The valve was placed with (B)(4) (lot#; unk) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022, the patient had severe headache and the setting was changed from 3 to low, however, the setting could not be changed. On (B)(6) 2022, they tried to change the setting again, but it was not possible. Therefore, the valve and hakim peritoneal catheter (ID (B)(4)) were removed and replaced. Physician also suspected the valve and catheter¿s occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim peritoneal catheter (ID (B)(4) was returned for evaluation. Failure analysis - only 5mm of catheter was returned still attached to the connector, impossible to investigate. No investigation is needed as "the sales rep informed that there was no problem with the catheter and that an investigation was unnecessary¿. No root cause is needed "the sales rep informed us that there was no problem with the catheter and that an investigation was unnecessary¿.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: there was no defect in hakim peritoneal catheter (ID 823045); however, it was removed and replaced.